Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified test strips expire 09/30/2017. Confirmed test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 121mg/dl and 119mg/dl. Reviewed meter memory 156mg/dl, (B)(6) 2015 10:45:00 am fasting: yes. 72mg/dl, (B)(6) 2015 07:26:00 am fasting: yes. 67mg/dl, (B)(6) 2015 07:23:00 am fasting: yes. 222mg/dl, (B)(6) 2015 10:14:00 pm fasting: no. 106mg/dl, (B)(6) 2015 05:09:00 pm fasting: yes. The customer is concerned with the result of 67mg/dl on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified test strips expire 09/30/2017. Confirmed test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 121mg/dl and 119mg/dl. Reviewed meter memory: (B)(4). The customer is concerned with the result of 67mg/dl on (B)(6) 2015. No adverse event reported.